Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 40 mg/dl at the time of incident. The customer's blood glucose went up to 400 mg/dl later that day. The customer stated that they treated the high blood glucose with manual injections. The insulin pump will be returned for analysis.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms were noted. The device passed functional test including displacement test, rewind test, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm test. The device functioned properly. The device was received with minor scratched lcd window, cracked reservoir tube lip, missing end cap sticker and cracked battery tube threads. The insulin pump also has a stained and peeling address label and stained serial number label.